Event description:
A supplemental report is being submitted due to the completion of the investigation on 19-feb-2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for zso-7-5 of lot number: c2105816 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2105816. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) it may be noted that a 0.025 inch wireguide was attempted to be used, however this not contribute to the issue reported, as per complaint description ¿in the process of unfolding the pigtail with a straightener to pass the zso-7-9 through the pre-placed visiglide2 straight 0,025 wire guide, the hole of pigtail part was bent and the wire did not pass¿ this will indicate that the use of the incorrect wire guide did not cause the hole of pigtail to become kinked. Product manager was notified of this occurrence. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the pigtail part was bent and the wire did not pass confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide.

Event description:
The doctor wanted to insert the zso-7-5 in the cbd. The nurse prepared the plastic stent. Using a stent straightener, the nurse unfolded the pigtail of the stent, then pushed the guide wire (visiglide2 0.025" straight) into the stent. But the wire did not advance. She tried several times but failed, and when she checked the stent, the hole of pigtail section was bent. So they used the new zso-7-5. They didn't change the guide wire. A lot number of new zso-7-5 was not confirmed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.